Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit failed the leak test on a pb840 ventilator when checked before patient use.

Manufacturer narrative:
(B)(4). The complaint rt340 adult breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow up report upon completion of our investigation.